Event description:
During troubleshooting of an unrelated alarm, it was reported the home patient (hp) had started therapy over but never disconnected or replaced the supplies. The event occurred during use on the home choice (hc). The technical service representative (tsr) had the hp turn the hc off and disconnected. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product where the home patient started therapy over but did not disconnect or replace the supplies. Instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.